Event description:
It was reported that the 4-40 stud had snapped on the hand piece. The customer did not know exactly when it happened but reported there was no patient consequence.

Manufacturer narrative:
Device was not returned for evaluation.